Event description:
It was reported that during advancement of the 2.5 x 15 mm trek balloon catheter on the unspecified guide wire, it was not possible to advance the balloon. The trek balloon catheter was retracted from the guide wire and another trek balloon was used without difficulty. No adverse patient effects were reported. There was no clinically significant delay of procedure reported. No additional information was provided. Returned device analysis noted a hole in the inner member of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation and the reported difficulty to position the guide wire was not tested due to the hole noted in the inner member. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.